Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. It was later clarified by the customer that they were able to get the alarm to clear and would not be returning the device for evaluation. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false air in line alarm. There was no patient involvement. No additional information is available.